Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determined whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014 at 10:25 pm she activated a new pod. The pod was then deactivated and she noticed the cannula was "bent over".